Event description:
Same case as MFR report #: 2134265-2012-05917 it was reported that during a stenting treatment procedure, a balloon rupture occurred. Using the femoral approach, the procedure treated the 100% stenosed, 2.5-3.0x70mm target lesion located in the moderately calcified mid left anterior descending artery. There was no signification bend in the lesion. Pre-dilation was performed using a 1.2x12mm non-bsc balloon and a 2.0x15mm maverick balloon. However the 2.0x15mm maverick balloon burst at 12 atms. A 2.5x32mm promus element stent was prepped but it was noted that the stent was not mounted on the balloon. The procedure was completed with the implantation of two promus element stents [2.5x32mm , 3.0x38mm]. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Using the femoral approach, the procedure treated the 100% stenosed, 2.5-3.0x70mm target lesion located in the moderately calcified mid left anterior descending artery. There was no signification bend in the lesion. Pre-dilation was performed using a 1.2x12mm non-bsc balloon and a 2.0x15mm maverick balloon. However the 2.0x15mm maverick balloon burst at 12 atms. A 2.5x32mm promus element stent was prepped but it was noted that the stent was not mounted on the balloon. The procedure was completed with the implantation of two promus element stents [2.5x32mm , 3.0x38mm]. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a microscopic examination of the balloon material identified a 1mm longitudinal tear, approximately 2.5mm proximal to the proximal edge of the distal markerband. No issues were noted with the markerbands or balloon material which could potentially have contributed to the tear. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).